Event description:
Ongoing problems with vital signs adult circle breathing circuit (aka anesthesia bags). Previously bags were too stiff, our anesthesiologists had given feedback to company rep. Over past 3 weeks, now bags are breaking during use - daily - popping while in use along seams.the failure can occur at any time. Sometimes the break occurs during the anesthesia machine check, sometimes during hand ventilation. This failure happens with many lots, however lot 290d seems to be the worst. We have taken this lot off of our inventory.